Event description:
The pt was seen at the implant center for device evaluation in 2001. Although testing did not reveal a device malfunction, due to degradation in audiological performance, explantation/reimplantation was recommended. Revision surgery took place in the following month and the pt was reimplanted with another clarion device.